Event description:
Boston scientific received information that this pacemaker was being changed out due to normal battery depletion. There were no signs of issues with the device prior to the change-out procedure, and no noise was noted with the system. Upon interrogation, the pacing impedances on the competitor¿s right atrial (ra) and right ventricular (rv) leads were less than 200 ohms, and high pacing outputs were programmed. During the procedure, evaluation of the leads with the pacing system analyzer (psa) was done, and the thresholds and sensing were okay, but impedances were less than 200 ohms. The device was explanted and the header was reportedly loose, but no wires were exposed. It was noted that no force was needed to remove the device from the pocket. The physician elected to continue to use the other manufacturer¿s ra and rv leads with the new pacemaker. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection confirmed the header was loose from the device case. An x-ray of the device confirmed that all feedthrough wires were intact. The device was then exposed to simulated heart load conditions and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. Loose headers are due to an insufficient bond strength between the header and the device case. Analysis confirmed the field allegation related to the loose header.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.